Event description:
Customer reported a damaged charging port that occasionally made it difficult to charge the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.